Manufacturer narrative:
(B)(4).

Event description:
It was reported that the g5 mobile cgm application shut down with an alert occurred. Data was evaluated and the allegation was not confirmed. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.